Event description:
A healtcare worker complained of eye irritation while working in a room where cidex plus is used. The worker used eye drops and went to the ophthalmologiast who noted her conjunctivae were swollen from an allergery. There is a ventilating fan in the room and personal protective equipment was not used.